Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink, non-dehp continu-flo solution set leaked from y site closest to the patient. The event occurred during infusion of total parenteral nutrition (tpn) and lipids. The ¿anti siphon valve¿ was connected to the peripherally inserted central catheter (PICC). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, e3, e4, g2 (add source), g4, h3, h6, h10, and h11. Correction: d1, d3, d4. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported leak. Pressure and clear passage under water testing were performed along with priming, and no defects were observed that could generate a leak. An autopsy and computed tomography (CT) scan were performed, and the components were within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.